Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling and/or interaction with the mildly calcified, moderately tortuous anatomy resulted in the reported separation. The treatment appears to be related to the operational context of the procedure as an unspecified guiding catheter and balloon were used to remove the separated portion. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the mildly calcified, moderately tortuous right coronary artery. A balance middleweight guide wire was advanced with an unspecified balloon. After removal, it was noted that a portion of the guide wire was separated, so an unspecified guiding catheter and balloon were used to remove the separated portion. No additional information was provided.